Event description:
Ous MDR - this ra lead became dislodged during implant and again the day after implant. There is a concern the helix may be defective. No adverse patient events were reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be conforming with specifications and without defects. No anomalies could be detected during the performed screw attempts; the fixation could be evenly extended and retracted after removal of the coagulated blood and the tissue residues from the screw head. The numbers of rotations were within the specification, and the fixation was without anomalies. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.